Event description:
Livanova deutschland received a report that the 3t heater cooler device showed the error pump 1 will not start (does not take in enough power, ee5) on patient side during procedure. There was no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the heater-cooler system 3t. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11. Complaints database review revealed that unit was installed in 2020 and no further similar issues were reported before, nor a concerning trend has been detected. Based on the investigation findings, it cannot be ruled out that a partially blocked stirrer motor has resulted in the reported error message. Likely, the stirrer motor was not able to turn freely due to wear of its bearing, to which environmental conditions, such as water infiltration, humidity, condensation or high temperatures, might have contributed. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
H11: a livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. However, as per customer request, stirrer motor, patient circuit 1 and 2 pumps, distribution board and ac main board were replaced. Subsequent functional verification testing was completed without issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.